Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the backlight of the insulin pump was not working and they cannot see the screen. Customer's blood glucose value was 12 mmol/l. Customer states the backlight will not turn on. Customer stated that they did not continue with the troubleshoot anymore. The device will not be return for analysis.